Event description:
It was reported that the patient's mother stated that, the patient fell in 2007, and hit her head over the implant site. She began to cry and said that she could no longer hear. Testing confirmed the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.